Manufacturer narrative:
Zipper damage. Evaluation: results: evaluation of the returned product shows that the large window b has a small hole in the netting. There is other damage to the canopy not relevant to this complaint.

Event description:
The customer reported that the canopy had damage on the end panel and the cross bar. No pt injury reported. Inspection shows that there was a small hole in the large window b netting.